Event description:
Pt revised for loose tibia, osteolysis and polyethylene wear noted.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Product info required to retrieve the device history records and search the complaint database by lot code were not provided. The investigation could not draw any conclusions about the report based on the lack of the products to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.